Manufacturer narrative:
(B)(4).

Event description:
It was reported that, during a wrist arthroscopy, a spider2 24v battery charger was plugged into the wall and the or circulating nurse heard a crackling, sizzling, popping and there was smoke coming from the device. Surgery was resumed, without any delay, with a back-up device. No patient complications were reported.

Manufacturer narrative:
Internal complaint reference (B)(4). The reported device was received for evaluation. A visual inspection was performed on the product. A battery was not returned. No issues were noted. A functional evaluation was performed. The indicator diode turned yellow. A nearly depleted test battery was placed onto the charger. The diode turned red. The diode stayed red for approximately 2.5 hours and then turned green. The test battery was placed on a test spider2 and 30 on/off cycles were performed. There was no significant loss of power with the battery. The charger dock was opened and no burned components were observed. The charger power supply was also opened. No burned components were found. There were no issues found with the device. The reported complaint was not verified. The root cause could not be determined since the reported malfunction could not be duplicated during the product evaluation process. It was determined the device did not contribute to the reported event. Factors that could have contributed to the reported event include issues during setup of the device. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A complaint history review concluded this was an isolated issue. A risk management review found that the reported failure was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the drawing for the 24v battery wall charger found voltage and safety shutoff specifications as well as the requirement to inspect the certificate of compliance for each lot. No containment or corrective actions are recommended at this time.